Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products: associated mdrs #1225714-2014-00087, 1225714-2014-00088, 1225714-2014-00089, 1225714-2014-00090, 1225714-2014-00091 and 1225714-2014-00092.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on 2008 and a cardiovascular event on or about (B)(6) 2009 and subsequently expired on or about (B)(6) 2009, after the use of the product.